Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('laparoscopic essure removal') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lichen sclerosus et atrophicus, bipolar disorder, abdominal pain, back pain and visual disturbance. No relevant medical history. Concurrent conditions included overweight (mild). On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced adverse event ("adverse event(s)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be unrelated to essure. The reporter commented: two questionnaires were returned by same reporter on laparoscopic essure device removal - they refer to two separate patients (see other report # (B)(4)) although initials, birth date, eight, weight are the same on report form. For this patient it was reported that essure was removed on an unspecified date on patient's request. Essure samples were provided. No follow-up is available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). These started in 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('laparoscopic essure removal') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lichen sclerosus et atrophicus, bipolar disorder, abdominal pain, back pain and visual disturbance. No relevant medical history. Concurrent conditions included overweight (mild). On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced adverse event ("adverse event(s)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be unrelated to essure. The reporter commented: two questionnaires were returned by same reporter on laparoscopic essure device removal - they refer to two separate patients (see other report # 2020-141642) although initials, birth date, eight, weight are the same on report form. For this patient it was reported that essure was removed on an unspecified date on patient's request. Essure samples were provided. No follow-up is available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). These started in 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 9-jul-2020: physician returned a second essure device removal questionnaire - both questionnaires refer to two separate patients (see other report # 2020-140906) though initials, birth date, eight, weight are the same on report form. Newly entered for this patient: no relevant medical history. Essure was removed on patient's request. No follow up is available. Report did not consider that essure caused or contributed to the occurrence of the event(s) (event adverse event nos added), event started in 2017. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician, and describes the occurrence of medical device removal ('laparoscopic essure removal'). In a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: lichen sclerosus et atrophicus, bipolar disorder, abdominal pain, back pain and visual disturbance. No relevant medical history. Concurrent conditions included: overweight (mild). On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced, adverse event ("adverse event(s)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be unrelated to essure. The reporter commented: two questionnaires were returned by same reporter on laparoscopic essure device removal.they refer to two separate patients (see other report # (B)(6)). Although initials, birth date, eight, weight are the same on report form. For this patient it was reported, that essure was removed on an unspecified date on patient's request. Essure samples were provided. No follow-up is available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). These started in 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.8 kg/sqm. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020, physician returned a second essure device removal questionnaire. Both questionnaires refer to two separate patients (see other report # (B)(6)). Though initials, birth date, eight, weight are the same on report form. Newly entered for this patient: no relevant medical history. Essure was removed on patient's request. No follow up is available. Report did not consider, that essure caused or contributed to the occurrence of the event(s), (event adverse event nos added), event started in 2017. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure device removal laparoscopy') in an adult female patient who had essure inserted. The patient's concurrent conditions included lichen sclerosus et atrophicus, bipolar disorder, abdominal pain, back pain and visual disturbances. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.